Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient experienced discomfort in the left abdominal area with artificial urinary sphincter (aus) device. Physician states that aus was implanted a couple of years ago and worked well for a while. Balloon herniated at some point in last six months. Cystoscope shows that cuff is working but will not close completely and patient is leaking urine. All components were explanted and replaced. Patient came through surgery with no known complications.